Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male pt contacted zoll customer support to report that he was treated. The pt reported that he was in parking lot and set his monitor on his wheel chair. The wheel chair started to roll towards the street and the pt tried to stop it and at that time he was treated. The pt reported he was "ok" after the treatment. A review of the event indicates that the pt experienced an inappropriate defibrillation event. Svt at 216 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt did not seek medical attention. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 05/2013-reuse; electrode belt sn (B)(4): 03/2014-initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.